Event description:
It was reported by the patient's neurologist that their incision was found to be separating. There was no known patient trauma and both the neurologist and surgeon did not know what caused the site to open. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.